Event description:
It was reported the pacemaker ws not able to pace. The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported the pacemaker was not able to pace. The device remains implanted. No patient complications were reported as a result of this event. It was later reported that the device was removed and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the pacemaker was not able to pace. The device remains implanted. No patient complications were reported as a result of this event. It was later reported that the device was removed and replaced.